Event description:
It was reported that there were concerns that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and did not confirm capture. Ts suggested in-office evaluation. The lead remains in use. No adverse patient effects were reported.